Event description:
Healthcare provider reports: act results lower than reference/expected. On 09/15/2010, patient was tested on 2 instruments, one generated a 160 and the other generated 154. Sheath was pulled at 160 which was the target. However, the patient appeared to have significant anticoagulation, bled during the pull and showed evidence of bleeding in the oral mucosa. A sample was sent to the lab for ptt testing and the result was >130. The customer reports checking to know whether the heparin given was a newer lot. The medical director has paused the interventional program until investigation of the issue is complete.

Manufacturer narrative:
(B)(4). Manufacturer awaiting additional information for further complaint evaluation.